Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-2316-50 serial #: (B)(4) description: infinion 1x16 perc lead kit-50 cm model#: sc-3400-30 serial #: (B)(4) description:infinion splitter 2x8 kit (30cm) model#: sc-4318 serial #: (B)(4) description: clik x anchor the explanted devices were not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing discomfort caused by the device location. The patient underwent an explant procedure. No device malfunction suspected.